Event description:
On (B)(6) 2015 reporter status atty/legal rep, pt name: (B)(6). Is pt death alleged? Yes. On or about (B)(6) 2013 until on or about (B)(6) 2013, (B)(6) was correctly using the minimed paradigm real-time revel 523 system, smoke, model no: mmt-523nas, serial number (B)(4); the mini med paradigm quick-set infusion set, model no: mmt-399; and a metronic reservoir model no: mmt-326a. On or about (B)(6) 2013, 2012 until on or about (B)(6) 2013, while laying asleep, slack failed to receive the correct dose of insulin to manage his diabetic condition, and the pump, set and reservoir, failed to take the necessary, expected and warranted steps to alert slack of the failure. Slack fell into a diabetic attack, without any warning before or after, unable to move and absent any accurate management and/or control of his type 1 diabetes mellitus, due to his incapacitation and the failure of the pump, set and reservoir. A result of his body's failure to receive the correct dose of insulin to manage his diabetic condition, without the expected warnings. On or about (B)(6) 2013, slack was found in a state of unconsciousness and unresponsiveness, yet alive. Slack was hospitalized, in a comatose state, underwent many medical tests, suffered from extreme pain, had little brain movement, had little limb movement, was unable to eat, drink or move, developed respiratory, acute renal and other organ failures. Slack died on (B)(6) 2013, at the age of (B)(6).

Manufacturer narrative:
This incident took place in USA. Unomedical does not have any further info available at this time. A death certificate has been requested. A f/u or final report will be submitted no later than (B)(6) 2015.